Manufacturer narrative:
Event: the cuff was not implanted due to the cuff being to tight. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:02 pm CT. The report number is being corrected from: 2183959-2018-61891 to: 2183959-2018-61207.

Event description:
It was reported that during implant the cuff was tried not used due to the cuff being too tight with an artificial urinary sphincter (aus). The aus 5.5cm cuff was explanted and a new 6.0cm aus cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that during implant the cuff was tried not used due to unspecified issues with an artificial urinary sphincter (aus). The aus 5.5cm cuff was explanted and a new 6.0cm aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.